Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer reference numbers: 1627487-2023-01480, 1627487-2023-01482, 1627487-2023-01483, 1627487-2023-01484, 3006705815-2023-01996, and 1627487-2023-01485. It was reported that an infection developed at the ipg site and along the tunneling site of the patient's leads following a system revision that occurred on (B)(6) 2023. Surgical intervention was undertaken in which the patient's system was explanted to address the issue.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. It was determined an infection developed at the ipg site and along the tunneling site of the patient's leads following a system revision. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.